Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On (B)(6) 2022, additional information was received confirming that the pump was functioning as intended and no battery issues were confirmed. Alleged issue did not cause or contribute to serious injury. Due to additional information provided, initial MDR was submitted in error as this event does not meet MDR requirements as defined by 21 cfr 803